Event description:
It was reported that patient presented with an adverse event of infection with redness at pacemaker (pm) site. Multiple cultures were obtained. The right atrial (ra) lead was eroded through pm the pocket. In addition, the ra and right ventricular (rv) leads were noted to be adherent to one another due to significant tissue overgrowth. Subsequently, the pm, rv and ra leads were explanted, and a temporary lead was placed in the rv on (B)(6) 2026. The cause of the infection was unknown. The infection was determined to be unrelated to any procedure performed. A causal relationship between the infection and the pacemaker system could not be confirmed. On (B)(6) 2026, a new pacemaker system was implanted.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.